Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the distributor: the customer has experienced errors with o2 on several g5s and cannot find error 5001 and they do not understand why they cannot find error codes from approx. 2700 to 5500, they write this to me: hello have exported everything from the hamilton g5 respirator we talked about. We would like an explanation as to why the ventilator reports o2 sensor defective with ID: 5001. And why the calibration of the o2 sensor sometimes fails? Technically, what is the reason for the ventilator reporting these events/errors? Is it possible for this email to be forwarded to hamilton so we can get a response in the foreseeable future? In the intensive care unit here at slagelse hospital, they complain about these problems on several of their hamilton g5 ventilators. It is when they run highflow mode 100% oxygen that the problems come.

Event description:
Hamilton medical ag received the following incident description from the distributor: the customer has experienced errors with o2 on several g5s and cannot find error 5001 and they do not understand why they cannot find error codes from approx. 2700 to 5500, they write this to me: hello, have exported everything from the hamilton g5 respirator we talked about. We would like an explanation as to why the ventilator reports o2 sensor defective with ID: 5001. And why the calibration of the o2 sensor sometimes fails? Technically, what is the reason for the ventilator reporting these events/errors? Is it possible for this email to be forwarded to hamilton so we can get a response in the foreseeable future? In the intensive care unit here at slagelse hospital, they complain about these problems on several of their hamilton g5 ventilators. It is when they run high flow mode 100% oxygen that the problems come.

Manufacturer narrative:
All hamilton medical ventilators are designed to work with the approved hamilton medical oxygen sensors. If a non-hamilton medical oxygen sensor is used, proper ventilator function cannot be guaranteed. Hamilton medical ag received information that the customer used a non hamilton medical oxygen sensor, hence the device alarmed and calibration failed. The customer ordered correct sensors.